Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
The patient reported experiencing muscle twitching in the area of their implant when they move their shoulder. It was also reported that the right ventricular (rv) lead experienced an insulation breach as well as a quick drop in impedance. The physician noticed muscle stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.